Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit. Blood glucose level at the time of the incident was 50 mg/dl, which was treated with juice and food. Blood glucose level at the time of the call was 127 mg/dl. The customer was advised that a replacement battery cap would be shipped and the insulin pump was not returned for analysis.